Event description:
It was reported that the right atrial lead exhibited capture anomaly. During an unrelated procedure, the lead was explanted and replaced. The patient experienced no adverse consequences.